Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 109 mg/dl. Customer obtained the true metrix meter less than a week ago. Customer stated she was comparing to another device and the results were 50 points lower; actual meter to meter comparison test results were not provided. The customer¿s expected am fasting blood glucose test result range is 125-135 mg/dl and expected pm fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Customer stated she had contacted her doctor on (B)(6) 2023 due the low result; customer stated that the doctor had advised her to administer 8 units of insulin. The test strip lot manufacturer¿s expiration date is 12/31/2024.the product is not stored according to specification (kitchen). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly; this vial of test strips had been opened on the day of the call. During the call, a blood test was performed by the customer am fasting and produced test result of 226 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history (only 4 results provided):result 1: 205 mg/dl date :(B)(6) 2023 time: 7:45 am fasting.result 2: 109 mg/dl date: (B)(6) 2023 time: 8:40 pm fasting.result 3: 165 mg/dl date: (B)(6) 2023 time: 7:28 pm fasting.result 4: 227 mg/dl date: (B)(6) 2023 time: 1:34 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned for evaluation. Product testing was performed and no defect was found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 29-sep-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.